Event description:
It was reported that the device was used during an unknown procedure. The device when reloaded fired only (1) staple line. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.